Event description:
The device was used during a "vats." Reportedly, the staples did not form properly and bleeding occurred. No pt injury was reported. Another device was used to finish the procedure.